Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they get pain in their neck, and that the implantable neurostimulator (ins) has moved up in their chest. Furthermore, they have to sit very still in order to be able to recharge. No further complications are anticipated. The patient's indication for implant is unknown.